Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. The reported device was manufactured and distributed by small bone innovation, inc., (B)(6)and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Device remains implanted.

Event description:
Star ankle replacement done. Xlg size for tibia, sm talus. It is just not successful in bending at all and has quit working. In fact, never has it worked. Patient clarified that it is her right ankle.